Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigations; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of leaks; subsequently, blood loss was noted. The tubing sets were being used to deliver unspecified volumes of optiray 300 contrast medium, at rates between 1.8ml/sec to 2.2ml/sec, via a power injector during CT scans. The option-lok male adapters of the tubing sets were connected to the patient's IV catheters. After unspecified lengths of time after the delivery was started, it was reported the option-lok male adapters and the IV catheters connections became loose. It was reported that unspecified volumes of solution and blood leaked from the connections. The tubing sets were either replaced or the connections were tightened and the procedures were resumed. There were no reported adverse patient effects and no reported delays of procedures critical to these patients. No medical interventions were required. Though requested, no additional information was provided.